Event description:
It was reported that premature battery depletion was observed. Patient did not suffer no ill effects as device pacing/impedance tests remained within normal limits. The device was exchange without incident. The patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.